Manufacturer narrative:
Primary surgical notes stated that the tha was for arthritis. The final reduction of the hip revealed good leg length, stability and range of motion. No complications noted. The provided x-rays show the acetabular shell positioned less than the recommended 40 degrees abduction and 20 degree antiversion. Based on the provided information, although not proven, the most likely cause for the popping sensation is an impingement during the leg press motion that allowed the femoral head to sublux from the cup from the compressed motion of the hip. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient is experiencing popping in his hip.